Event description:
It was reported that the procedure was to treat the mildly calcified, moderately tortuous left anterior descending (lad) coronary artery. The 3.0x38 mm xience xpedition stent was implanted and a distal edge dissection occurred. A 3.0x18 mm xience xpedition stent was implanted to treat the dissection and another dissection occurred. Finally a 3.0x15 mm xience xpedition stent was implanted to treat the second dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x38 mm xience xpedition is being filed under a separate medwatch report number.